Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in a very slender patient and the health care professional (hcp) was unable to induce a ventricular arrhythmia on the patient. A manual shock on r-wave was used as an alternative and the system impedance was observed at 35 ohms, which is low within normal limits. Upon the post operation follow-up, the patient was unable to complete the optimization process due to discomfort, so it was decided to complete the process at a later date. Reportedly, the manual impedance measurement was observed at less than 30 ohms at this moment, which is low out of range. There is no noise noted. Technical services (ts) reviewed the case and recommended assessing the system position in the post implant x-rays. The x-ray images were reviewed by the physician and it was mentioned that the system placement is adequate. The optimization was completed and the impedance was observed at 40 ohms upon completion. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted in a very slender patient and the health care professional (hcp) was unable to induce a ventricular arrhythmia on the patient. A manual shock on r-wave was used as an alternative and the system impedance was observed at 35 ohms, which is low within normal limits. Upon the post operation follow-up, the patient was unable to complete the optimization process due to discomfort, so it was decided to complete the process at a later date. Reportedly, the manual impedance measurement was observed at less than 30 ohms at this moment, which is low out of range. There is no noise noted. Technical services (ts) reviewed the case and recommended assessing the system position in the post implant x-rays. The s-ICD system remains in service. No adverse patient effects were reported.